Event description:
It was reported that a staff member was out for 2 weeks due to a back injury related to a stretcher move. Further information was not provided.

Manufacturer narrative:
Multiple attempts were made to reach the customer to confirm the details of the alleged back injury, however the customer was unavailable.

Event description:
It was reported that a staff member was out for 2 weeks due to a back injury related to a stretcher move. Further information was not provided.